Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No button error alarm was noted during testing. No moisture or corroded keypad was found. No flattened keypad was noted. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement and self tests.